Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as onset, the patient began treatment for the peritonitis with injection vancomycin (2 grams, frequency and route not reported). One day later, the patient was hospitalized for the event and the patient began treatment for the peritonitis with injection ceftazidime (1 gram, frequency and route not reported). Five days after being admitted, the patient was discharged from the hospital. On an unreported date, the peritonitis was resolved and the patient was recovered from the event. Dianeal therapy remained ongoing. No additional information is available.